Event description:
The patient contacted animas on (B)(6) 2012 alleging that when she removed the cartridge from the pump, she noticed the cartridge compartment had insulin in it and she could smell the insulin as well. The patient stated that she was uncertain where the leak may have come from. The patient confirmed that she no longer had the suspect cartridge. Customer technical support (cts) was unable to perform troubleshooting on the suspect cartridge because the patient disposed of the suspect cartridge. The patient stated that she did not know the lot number of the suspect cartridge. The patient reported her blood glucose level at 268 mg/dl at the time of the call to animas cts and reported that she did not have any signs or symptoms of hyperglycemia. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged cartridge leak remained unresolved at the conclusion of the call.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the cartridge is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.